Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) during basal delivery. The customer had not tested blood glucose level at the time of the reported event; however, there was no reported impact to the customer's blood glucose level. The contact was able to load a new cartridge successfully.